Manufacturer narrative:
Analysis was normal. No anomalies were found.

Event description:
It was reported that the patient¿s right ventricular lead became dislodged. During the procedure to reposition the lead the stylet was unable to advance so the lead was explanted and replaced. The patient was stable before, during and after the procedure.